Event description:
It was reported to philips that smoke was observed in the equipment room. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the smoke was observed in the equipment room. Philips confirmed that no service was needed, and the service request sent for philips evaluation and repair service was rejected by the customer. As the service request was rejected, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.